Event description:
Reporter indicated that vns pt underwent ncp system explant due to staph aureus infection. Both the pulse generator and the entire lead (including electrodes) were explanted. It was reported that the ncp system tunneling tool was not used during implant surgery, but that a clamp was used instead. The infection has reportedly resolved. Review of mfg records for both the pulse generator and the bipolar lead confirmed sterilization of devices.